Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose readings since yesterday. Pt stated she has just started to bring blood glucose readings down today, but realizes it's not the insulin. Pt reported she thinks it is the infusion device. Pt stated she watched the device prime and it was okay. Pt reported she saw insulin drip. Pt stated she gave a 13.0 units bolus of insulin to see if it would drip out of the infusion set needle and it didn't. Pt reported the infusion device vibration seems louder than before, but only when the bolus is being given. Pt stated the infusion device did not display any error messages. Pt reported her blood glucose reading went as high as 18.2 mmol/l (328 mg/dl) and she gave herself insulin via syringe as treatment. Pt's normal blood glucose range is 7.0 - 9.0 mmol/l (126-162 mg/dl). Had pt perform a 2.0 unit bolus of insulin; sees insulin drip from the infusion set tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.